Manufacturer narrative:
The used angiovac circuit has been returned for eval. As this is a purchased device for angiodynamics, it is being returned to the MFR, (B)(4) along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
The pt had a central line catheter in place and the tip of the angiovac cannula was located near the tip of the catheter in the vasculature. Bubbles were observed in the bloodstream of the inferior vena cava, but the root cause/source of the buddles would not be determined: possibly due to an air leak on the angiovac circuit (although the perfusionist did not observe air bubbles in the circuit or bubbles trap) or y-adaptor-to-circuit, or possibly the angiovac was sucking air through the central line, since the tips were in such close proximity. When the decision was made to stop the angiovac procedure, the pt condition was stable, however when the electrophysiology doctor pulled on the pacemaker wires (lead extraction), the right ventricle collapsed, and the pt blood pressure dropped. The pt was able to be stabilized and was doing acceptably as on (B)(6) 2014.